Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Depuy synthes has been informed that the serial number is not available.

Event description:
The console of the reference vpr vue goes into failure when the electrode is connected. On (B)(6) 2016 (technical adviser aware). Days 12 and 13 were weekend. Day (B)(6) 2016 was a national holiday in (B)(6). Day (B)(6) 2016 this complaint was sent to local service, however, they answered us that they do not have certification to repair the product. Thus, this complaint is been entered today (B)(6) 2016. Did the event occur during a procedure-yes. When did device problem occur-during use on patient . Event or problem reported outcome- non reported. Is it an adverse event -yes. How long was the procedure prolonged- 1 hour.

Manufacturer narrative:
Additional narrative: the complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, serial number was not supplied to conduct a complaint history search on this device. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.